Manufacturer narrative:
H6: investigation summary: a sample was received and tested by our quality team. The separation was immediately noticed and the customer's complaint has been verified. Microscope analyses was employed to determine the root cause of this failure and with an appropriate amount of solvent on the tubing portion, the failure is due to a shallow insertion at the tubing junction. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that gem v/nv 20d 0.2 fltr tubing broke off from filter and leaked. The following information was provided by the initial reporter: material no.: 2232-0007. Batch no.: unknown. It was reported the tubing broke off from the filter. 15 month old patient broke IV tubing at micron filter extension which led to blood flowing out of broken line from central line in half hour between 0800 rounding and nurse checking in at 0830. As a result of this blood loss patient required a clave change on line and dressing change, neither of which would have been required for several days. This significantly increased patient's infection risk during count. Patient also required a cbc to be drawn which showed a noteworthy drop in hemoglobin and hematocrit, nearly causing patient to require blood transfusion.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20d 0.2 fltr tubing broke off from filter and leaked. The following information was provided by the initial reporter: material no.: 2232-0007 batch no.: unknown. It was reported the tubing broke off from the filter. (B)(6) month old patient broke IV tubing at micron filter extension which led to blood flowing out of broken line from central line in half hour between 0800 rounding and nurse checking in at 0830. As a result of this blood loss patient required a clave change on line and dressing change, neither of which would have been required for several days. This significantly increased patient's infection risk during count. Patient also required a cbc to be drawn which showed a noteworthy drop in hemoglobin and hematocrit, nearly causing patient to require blood transfusion.